Event description:
The hcp reported the patient had an erosion of the pump pocket and subsequent drug withdrawal. The pump was explanted and not replaced. Thepatient was treated with oral medications. The patient outcome was reported as stopped using medical device in favor of alternate therapy and continues to use oral medications.